Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Analysis was unable to verify motor error alarm, battery indicator and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement including, low battery, weak battery, and off no power alarm due to blank display. No damage inside pump noted during testing. The motor was tested outside the device and passed. The insulin pump was received with minor scratched display window, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.